Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient underwent exploratory surgery following the removal of a wound vacuum. The surgery determined the patient's bleeding wound was old blood from a hematoma.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). Reported event was confirmed with review of medical records received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.